Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that there was early/premature/abnormal ins depletion. The rep stated that the battery lasted less than 3 years prior to getting the low battery alert. The amplitudes were not running at high numbers, 3.6 was the highest that they had on record that the patient's amplitudes were set. The cause of the early/premature/abnormal ins depletion was not known. The rep reported that they removed the battery on (B)(6) 2026 and implanted a new one. A decision was made between the surgeon and the field to return the product. The rep stated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.